Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2 specific drawers and 4 specific cubies were failing repeatedly and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 pockets were failed. A field service engineer checked for debris and reseated all row board cables across all drawers, tested the affected pockets and drawers within the application and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.